Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown/not provided. Age and date of birth unknown/not provided. Patient sex unknown/not provided. Weight unknown/not provided. First/given name: unknown/not provided.

Event description:
It was reported implant fractured by the collar height. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. A osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation, visual inspection of the as returned product identified excessive bone and fracture around the collar. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 4 years and 11 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: warnings precautions potential adverse events. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (2015052141). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015052141) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.